Manufacturer narrative:
Based on the completed investigation, the root cause of why the tissue adhered to the cover could not be definitively determined. The event(8) is detectable and preventable by handling device in accordance with the following IFU: IFU figure number:rc5670 revision:07 chapter:gif-h290 operation manual,chapter 3 preparation and inspection,3.3 inspection of the endoscope. Should any additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.

Event description:
The customer returned the gastrointestinal videoscope to the service center for a separate issue. During the device analysis, the technician indicated that there is tissue adhesive on the cover no.1. The cause of this could not be determined. There was no patient involvement.